Event description:
Inbound. Patient reports no disposable alarm with cadd legacy pump serial number (B)(4)and prefilled veletri cassette 100 milliliter with flowstop. Prefilled cadd cassette received (B)(6) 2022. Lot number 4219994, no exp date given. No further details provided.